Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2018 information disappeared from the telemetry central station display. The user rebooted the central monitor and the issue resolved. No injury was reported as a result of this event.

Manufacturer narrative:
Spacelabs¿ field service engineer conducted an on-site investigation of the ultraview sl central monitor and its error logs. The field service engineer completed the troubleshooting steps per the service manual as advised by the product service specialist. Investigative findings conclude that there is insufficient information to determine the cause of the failure. The field service engineer verified the device is working per spacelabs specifications. This report is complete and this particular issue is considered closed.